Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that a laser system had low output. The timing of the event and patient impact a re unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able to resolve the issue themselves, by replacing the fiber. No additional, related information was obtained from the customer and there was no request for service. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 1, 2010. Based on qa assessment, the product met specifications at the time of release. Based upon the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).